Event description:
A malfunction alarm labeled "malfunction 12" was reported to have occurred on the customer's pump, however, no notable events were identified as leading up to this issue. There was no adverse impact to customer¿s blood glucose level. As a corrective action, technical support arranged to replace the pump, confirming the customer¿s warranty and instructing them on how to transition to an alternate backup therapy using mdi (multiple daily injections) to ensure uninterrupted insulin delivery. The customer was also guided to place the pump in storage mode and return it using a pre-paid label.